Event description:
After pre-dilatation with another manufacturer's 3.0mm diameter x 15mm length ptca balloon, a 3.5mm diameter x 15mm length medtronic ave s670 over-the-wire stent delivery system was inserted into a moderately calcified lesion in the right posterior descending artery. The stent delivery system was inflated to 14 atmospheres when the balloon burst. The stent was successfully deployed and there was no further treatment to the target lesion. The physician did not follow the instructions for use when the lesion was not pre-dilated 1:1. There was no additional clinical sequelae reported relative to the event. There was no device returned for eval.